Event description:
It was reported that during a tfn case, the surgeon had inserted the ti trochanteric femoral nail, but then could not get the helical blade inserted through the nail. The blade would not advance at all. The surgeon used a mallet on the blade guide sleeve, the helical blade coupling screw, helical blade inserter and the buttress compression nut, but was unable to advance the nail, and he damaged all of the instruments in trying to seat the blade. The set screw in the nail appeared to be in the down position, so the consultant then suggested that the surgeon use a flexible screwdriver to back out the set screw in the nail slightly. Once the set screw was backed out, the surgeon was then able to easily seat the nail and blade in the correct position, and completed the procedure. This is 5 of 5 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: hwc. A review of synthes device history records for manufacturing revealed no complaint related issues. This complaint was deemed indeterminate from a manufacturing standpoint. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The original date of awareness is 11/20/2011.

Event description:
This report is on complaint (B)(4).